Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The illuminator was analyzed and found to have a burning smell during testing on a printed circuit assembly (pca) test system. The root cause of the reported issue was deemed to be a component failure. The complaint regarding a strong burning smell was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, the intuitive surgical, inc. (Isi) clinical sales representative (csr) called in to report that there was a strong burning smell. System functionality was reportedly checked prior to use, and no issues/errors were noted. The isi technical support engineer (tse) confirmed with the csr that there was no obstruction in front of the vision side cart (vsc) ventilation panel, and the illuminator lamp had 161 hours of usage. The tse noted that the issue would not affect the operation. The site continued with the procedure as planned. There was no reported injury. Isi performed follow-up with the customer and obtained the following additional/updated information regarding the reported event: the alleged issue did not inhibit the site from continuing and completing the procedure robotically.

Manufacturer narrative:
Based on the claim against the product by the site noting a strong burning smell, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The fse observed that the conductor inside the illuminator and the lamp module were burnt. The fse reviewed the system log and found no illuminator related error. The fse replaced the illuminator to resolve the reported problem. The system was tested and verified as ready for use. The complaint regarding a strong burning smell was confirmed based on the field evaluation, which indicates that the device did contribute to the reported issue. Isi has requested the illuminator for evaluation, but the device has not yet been received as of the date of this report. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned for analysis and/or if additional information is received. A review of the provided images is consistent with the fse's notes. The fse observed burning marks during the field evaluation. This complaint is considered a reportable malfunction due to the following conclusion: it was alleged that during a da vinci-assisted partial nephrectomy surgical procedure, there was a strong burning smell. An isi fse went to the customer site and replaced the illuminator to resolve the reported problem. The initial reported complaint and subsequent findings from the fse could lead to the procedure to be converted/aborted and may lead to an injury due to the patient¿s inability to tolerate a procedure change due to system unavailability after the start of a surgical procedure. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Follow-up was attempted, but the missing patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. Implant date is blank because the product is not implantable. PMA/510(k) and adverse event are not applicable.